Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) ablation procedure with a preface® guiding sheath with multipurpose curve and air flowed back into the side port. In addition, hub detachment was observed. The device evaluation was completed on 23-mar-2023. The product was returned to biosense webster for evaluation. And it was sent to the device manufacturer for further investigation. Visual analysis of the returned sample revealed no damage or anomalies on the device. Functional analysis was performed and it was found within the specifications. A device history record review was performed and no internal actions related to the reported complaint were identified. The complaint reported by the customer was not confirmed since during functional test no leaks were noted on the valve/hub. The exact cause of the reported event could not be conclusively determined during the analysis; however, procedural factors and /or handling process may have contributed to this issue. Neither phr review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) ablation procedure with a preface® guiding sheath with multipurpose curve and air flowed back into the side port. In addition, hub detachment was observed. It was reported that when the ablation catheter was inserted into the preface® guiding sheath with multipurpose curve, they noticed air in the preface® guiding sheath with multipurpose curve line. They stated they pulled it back and flushed it to make sure all the air bubbles were gone. When they reinserted the catheter, air bubbles were found again. They believe the valve may have been damaged but no visible damage was found. The preface® guiding sheath with multipurpose curve was replaced and the issue resolved. There was no patient consequence reported. Additional information was received. The hub broke/separated. The hemostatis valve did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. They did not take a photo of the sheath. The sheath was used on the patient. No air entered the patient¿s body. No treatment required. No blood return was observed. The event was assessed as MDR reportable for air flowed back into the side port and hub detachment issues.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 16-jan-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).